Event description:
Reporter alleged obtaining the following results on the aviva system at the following times: hi (greater than 600 mg/dl) at 7:43 pm 144 mg/dl at 7:44 pm 517 mg/dl at 7:48 pm hi at 7:53 pm 166 mg/dl at 8:01 pm no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.